Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump successfully, and the malfunction code did not recur. Customer was advised to continue using the pump and to contact support if any further issues occur.